Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the 2nd obtuse marginal. Two days later during a staged procedure, three resolute onyx des were implanted; two in the ramus and one in the lcma. Approximately 20 months later, the patient suffered cardiogenic shock, severe mitral regurgitation, worsening renal failure and died. Death was classified as non sudden cardiac death. Investigator and sponsor assessed the event as not related to index device or anti-platelet medication.